Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent excision of eroded vaginal mesh on (B)(6) 2011 by dr. (B)(6).

Event description:
It was reported that the patient underwent excision of eroded vaginal mesh on (B)(6) 2011 by dr. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-04713. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that following insertion patient experienced urinary tract infection.

Event description:
It was reported that following insertion patient experienced urinary tract infection.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2008 to treat stress urinary incontinence and pelvic organ prolapse and mesh was implanted. It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary problems, bleeding, dyspareunia and vaginal scarring. The patient underwent mesh revision and repair of vaginal mesh exposure on (B)(6) 2008 due to vaginal pain and mesh exposure. (B)(4) - urinary problems; dyspareunia.